Event description:
Customer's mother reported customer's insulin pump sometimes does not deliver insulin and there is an absence of no delivery alarms. Customer's blood glucose is 46 mg/dl. She treated with food. Customer has already been through troubleshooting for this issue. She stated the device does not deliver insulin due to customer having a lot of muscle. The doctor recommended that the device be replaced. It is being replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).